Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
The healthcare professional (hcp) reported "thinning of the skin" in the pump pocket area. It was noted that the patient was to have a revision on 2014 (B)(6). The patient's pump was intended to infuse morphine sulfate and bupivacaine. Additional information was requested to determine the cause of the issue and the patient outcome.